Manufacturer narrative:
Follow-up #1: date of submission 09/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: moisture was evident behind the display lens which led to an intermittent power condition upon start up. Reboots, loss of power and a multi-colored distorted display was duplicated in testing. The returned battery cap was able to fully tighten and the battery cap contact for height and width measured within specifications. The battery compartment was observed to be cracked below the grip pad with no evidence of moisture contamination inside the battery compartment. The black box showed multiple unexplainable power reset events. A leak test showed a leak at the battery compartment crack. The pump case was removed for further investigation and moisture contamination was observed throughout the inside of the pump which prohibited further testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had been rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.